Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The time on the insulin pump was set to military time. The customer also had an infection that caused blood glucose levels to rise. The insulin pump passed the prime test, but the customer did not have a tubing clamp for the high ressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.